Manufacturer narrative:
User reported discrepancies between bg and sg readings. Escalation analysis indicated that the observed discrepancies could be attributed to the initial post-insertion period ("early wear time"), which is described in the user guide and supported by clinical performance data as an expected phase of sensor stabilization. As a proactive troubleshooting measure, customer care recommended that the user re-link their sensor to clear calibration history and any possible calibration misalignment. Post re-link, the system was continuing to stabilize after insertion and that blood glucose and sensor glucose values were showing better agreement. The user was advised to continue using the system and to calibrate when glucose trends are stable. Per dms review, the user was using the system with up to date information.

Event description:
On (B)(6) 2026, senseonics was made aware of an incident were user experienced sensor inaccuracy. No injury or medical intervention was reported.